Event description:
On or about (B)(6) 2011, stryker received a personal injury claim alleging that a pt was prescribed a stryker painpump following knee surgery on (B)(6) 2009. The catheter was removed on (B)(6) 2009 by the surgeon's assistant. The pt then had a knee revision procedure on (B)(6) 2011. During this procedure the pain pump catheter was found to be intraarticular, poking through the arthrotomy distally around the patellar tendon medially.

Manufacturer narrative:
No conclusion can be drawn because the device was not returned.